Event description:
It was reported that intermittent occlusion alarms occurred. Customer either changed pump supplies or cleared the alarm and resumed insulin therapy to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection.